Event description:
A customer reported an issue with the speaker and vibrate function of their insulin pump, as the speaker was not audible despite settings being correct. The customer¿s blood glucose level displayed as ¿high,¿ and to address this, they administered a correction injection via multiple daily injections (mdi). Technical support instructed the customer to adjust the alert sound settings and decided to replace the pump. The customer will continue using the current pump until the replacement.